Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. A picture of the product was sent by the customer, with that it was possible to perform an investigation, confirm the defect, and determine the root cause. Investigation conclusion: defined as punctual failure, the root cause is the piston sensor failure which makes the side cutting of paper package. With this the cut process was out of alignment.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with sterile breach. There was no report of injury or medical intervention.